Event description:
During a coronary artery bypass with vein harvesting, another co's scope stuck in the svsd1 and svsr1. The physician's assistant was unable to complete the procedure easily. 12/30/96 the case was converted to open when the camera broke. Cje 12/31/96 rep reports the dhl kit was not picked up therefore the product will not be returned.